Event description:
The customer called to report on (B)(6) 2012 at 2:53 pm his blood glucose measured 288 mg/dl; he administered a correction bolus of 6 units of insulin. An hour later, his bg was at 283 mg/dl; he gave another bolus of 4 units. By 11:20 pm bg was at 241 mg/dl. When he looked into the viewing window of the pod he noticed the cannula was kinked. He had the pod on for about 24 hours.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm the kinked cannula or determine if it may have contributed to the user hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advise "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).